Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information from a patient's nurse that a patient had difficulty breathing out which was unusual while using a ventilator. The hospital staff checked the device and observed an "obstruction" alarm and "rebreathing detected" alarm continually sounding. The medical engineer hospital staff responded by replacing the circuits within the device which resolved the reported issues. Thirty minutes later, the patient had difficulty breathing out again. At this time, a medical engineer replaced the ventilator device with a new one. The patient was reported to recover. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from a patient's nurse that a patient had difficulty breathing out which was unusual while using a ventilator. The hospital staff checked the device and observed an "obstruction" alarm and "rebreathing detected" alarm continually sounding. The medical engineer hospital staff responded by replacing the circuits within the device which resolved the reported issues. Thirty minutes later, the patient had difficulty breathing out again. At this time, a medical engineer replaced the ventilator device with a new one. The patient was reported to recover. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information from a patient's nurse that a patient had difficulty breathing out which was unusual while using a ventilator. The hospital staff checked the device and observed an "obstruction" alarm and "rebreathing detected" alarm continually sounding. The medical engineer hospital staff responded by replacing the circuits within the device which resolved the reported issues. Thirty minutes later, the patient had difficulty breathing out again. At this time, a medical engineer replaced the ventilator device with a new one. The patient was reported to recover. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control valve was replaced to address the issue. The proportional valve was returned to the product investigation lab for additional investigation on december 1, 2023. The reported issue was unable to be duplicated. The proportional valve was found to operate as designed.